Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on lvas support. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced ongoing gastrointestinal bleed was reported under medwatch MFR report # 2916596-2017-02662, medwatch MFR report # 2916596-2017-02904, medwatch MFR report # 2916596-2018-00277, and medwatch MFR report # 2916596-2018-00403. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient arrived at the implanting center again on (B)(6) 2018 due to the previously reported ongoing gastrointestinal (gi) bleed . The patient had a hemoglobin & hematocrit (h&h) of 8.4g/dl & 24.4%. The patient was transfused 2 units of packed red blood cells (prbcs) and was discharged on (B)(6) 2018, with an h&h of 11.0g/dl & 31.4%, and the gi bleed reportedly resolved. The total number of red blood cells transfused during the ongoing gi bleed was 21 units. The patient remained off anticoagulation the entire time, but did receive protonix and octreotide infusion with each admission that were the same dose each time, not titrated. Prothrombin time (pt)/inr/partial thromboplastin time (ptt) varied, but remained mostly normal. Inr high was 1.27 during this time, pt high was 14.5 seconds, ptt was 26.1-29.7 seconds. The patient had multiple previously reported admissions for the ongoing gi bleed. The patient received outpatient transfusions, and was brought back in several times with no source of the bleed found. It was reported on (B)(6) 2018 that since (B)(6) 2018, the patient¿s h&h remained stable. It was reportedly hoped that the large arteriovenous malformation (avm)/ulcer treated during previous admission was the ongoing source of bleeding and that this had resolved for the time being.